Event description:
It was reported that: "there was leaking from the balloon with lma supreme when intubatating the patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "there was leaking from the balloon with lma supreme when intubatating the patient".

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. The manufacturing site reports that a leak test was performed om the returned sample and a leak was confirmed as there was a small tear found on the cuff. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint was confirmed. The root cause of the cuff leak was identified as manufacturing related. A non-conformance was opened to address this issue.